Manufacturer narrative:
Model number: 72404127, lot number: 0154473020, model description: control pump fgs iz. Model number: 72400024, lot number: 0154971015, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss. The implant was leaking at the cuff. Approximately one month earlier the patient noticed the implant was no longer working. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and a pump, was implanted. It was further reported that the approximately one month before the surgery the patient began experiencing recurring incontinence. Following the surgery the patient was reported to be doing fine. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.